Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed of by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware.